Event description:
Reporter alleged obtaining a result of 220 mg/dl on the advantage system compared back to back with a result of 60 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that prior to obtaining the readings, he was incoherent and then treated with orange juice and a nutty bar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a unspecified treatment procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The more than 90% stenosed lesion was located at the mid left anterior descending artery (lad). A 30mm x 2.50mm apex monorail balloon catheter was selected for pre dilation. The balloon was inflated to 8atms on the first inflation for less than 10 seconds and a rupture occurred. The balloon catheter was removed intact and the pre dilation procedure was completed with a 2.5 x 20 quantum maverick balloon catheter. After pre dilation residual stenosis was 50%. Procedure completed with deployment of a promus stent and post dilation with a 3.0 x 20 quantum maverick balloon catheter. No patient complications were reported and the patient's status is ok.